Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version. 2.0.4. Cloud - operating system. 18.6. Cloud - hardware. Iphone15.4. Cloud - cgm sensor type. G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported she was unable to lower her blood glucose levels despite administering correction boluses. Symptoms reported include hyperglycemia, vomiting, dehydration and presence of ketones. The patient was reportedly treated with intravenous saline, potassium, magnesium and insulin drip. The pod was removed at the hospital. The patient was released the following day, (B)(6) 2025.